Event description:
Customer received a result of 550 mg/dl on the sensor system, and a result of 150 mg/dl on the active system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the sensor system (lot number and expiration date unknown). (B)(4). Will not be returned to manufacturer.